Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia / extreme blood loss') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, appendectomy, obesity, ovarian cystectomy, stress urinary incontinence, uterine bleeding, rash trunk, darier's disease, joint dysfunction, sexually transmitted infection, muscle pain, myofascial pain syndrome and back pain. Concurrent conditions included piriformis syndrome and lumbo-sacral spondylosis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menstruation irregular ("reproductive system disorder or condition type of disorder or condition: irregular menses"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, vaginal haemorrhage and menstruation irregular had resolved. The reporter considered dysmenorrhoea, heavy menstrual bleeding, menstruation irregular and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion - (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: fu 7 & 8 were processed together. Medical history and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia / extreme blood loss') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, appendectomy, obesity, ovarian cystectomy, stress urinary incontinence, uterine bleeding, rash trunk, darier's disease, joint dysfunction, sexually transmitted infection, muscle pain, myofascial pain syndrome and back pain. Concurrent conditions included piriformis syndrome and lumbo-sacral spondylosis. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menstruation irregular ("reproductive system disorder or condition type of disorder or condition: irregular menses"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, vaginal haemorrhage and menstruation irregular had resolved. The reporter considered dysmenorrhoea, heavy menstrual bleeding, menstruation irregular and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion - (B)(6) 2013. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menstruation irregular ("reproductive system disorder or condition type of disorder or condition: irregular menses"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage and menstruation irregular had resolved and the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstruation irregular and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: pfs received- injury to herself replaced. Case become incident and new events abnormal bleeding (vaginal, menorrhagia), reproductive system disorder or condition type of disorder or condition: irregular menses,dysmenorrhea (cramping) were added. Reporter was added. Event outcome of bleeding, irregular menses were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.